Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up arrow keypad button was intermittently unresponsive. It was noted that the keypad cover was torn at the up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2014 with the following findings: the keypad cover was torn next to the top of the up arrow button. The complaint of the intermittently unresponsive up arrow keypad button was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under any of the button contacts.